Event description:
Flexible 3 way IV adaptor found cracked at insertion hub. Child was patient in pediatric intensive care unit. Monitor (spacelabs) pc-2 and infusion pump (imed gemini) also in use.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated, visual examination. Results of evaluation: manufacturing. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, use of all similar devices stopped permanently, inserviced by biomedical engineering dept. Staff. The device was destroyed/disposed of.